Event description:
It was reported that the user experienced a rapid blood glucose decrease with the sensor displaying ¿low,¿ and the user¿s partner provided juice; the user did not lose consciousness. Symptoms included hypoglycemia. Outcomes included no reported long-term impact and no hospitalization. Investigation included outreach to obtain additional information. Investigation of this case revealed that the cause remains unclear with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.